Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, endoscope image was rotated. Before calling technical support, the site had tried to flip between up/down position, but it was unsuccessful. The technical service engineer (tse) reviewed error logs and they were clear. Also, tse requested to reseat the endoscope and that resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that reseating the endoscope solved the issue. The system was verified and ready to use.